Event description:
I had mammoplasty 1 month ago. On the 3rd day I started having panic attacks and continues to this day. I want the implants out of my body as soon as possible. I'm thinking about killing myself already. I was not warned by my doctor about possible complications and risks. He himself chose the implant of the sebbin company without agreeing with me. I feel very bad. I want to get them out in time. However, the clinic is under renovation, and I was called in september. I am very afraid. There are no educated surgeons in my country. He told me that it would not be necessary to remove the 2-month implant capsule. I don't want to leave anything in my body related to implants. I have ¿ hair loss, severe oily skin, dry eyes, fatigue, depression, anxiety, suicidal thoughts, etc. The doctor blames the narcosis. I drink sedatives, but to no avail. I don't know what to do and how to survive. Help me. I don't want my 2-year-old son to be left without his mother. I live in (B)(6) and everyone here tells me that this is the first case that has ever been recorded. No one can help me. Help me please. Reference report: #mw5144734.